Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised that continued use of the pump was appropriate and to call back if the malfunction code reappeared, which the caller acknowledged and understood.